Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. Following pre-dilatation, a 20 x 2.25 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and pre-dilatation was performed again. When the 20 x 2.25 promus premier¿ stent was positioned on the wire, the distal edge of the stent was found lifted. The procedure was completed with a 2.25x18 non-bsc stent. No patient complications were reported and the patient's status was good.